Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced nausea and diabetic ketoacidosis (dka). The cgm was reading 40 mgdl and the blood glucose was not checked. Insulin was injected before the patient was brought to the emergency room (ER) by the spouse, but readings from the cgm and finger stick (fs) were not checked. It was only checked upon arrival to the ER where it read 400 mgdl and an hour later, it read 300 mgdl. The patient was given intravenous (IV) insulin and potassium pill. The patient was released from the hospital on (B)(6) 2024 and was feeling well at the time of the report. Of note, the patient also experienced brief sensor issue during the episode. Please see related complaint. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.